Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated that gingival tissue has become inflamed causing periodontal health to decline. Continued treatment will put the patient at risk for carries, and continued treatment could exacerbate previous problems and further compromise patient's oral health.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.